Event description:
Dealer is stating that the end user chair hit the wall, and the set screw on the on/off switch is coming loose. Dealer has tightened the set screw multi times and with in a day or two it is loose again.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.